Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: reported as balloon did not inflate. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no. Did this device problem directly result in any of the following: unanticipated tissue loss: no. Was there any irreversible tissue damage as a result of this problem: no. Unanticipated extension of the incision by more than one inch: no. Unanticipated blood loss of 500cc or more: no. Was surgical time delayed by more than thirty minutes due to the product problem: no. Device fragment or components falling into the patient cavity: no. Device fragment left in the patient: no. Complications (other than device related): none. Post-op diagnosis: good.

Manufacturer narrative:
(B)(4).